Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, including lows to 48 mg/dl and highs above 250 mg/dl, with lows lasting about one hour; the user frequently announced meals 5¿6 times daily, and accidental meal announcements were suspected to affect ilet learning, leading to an additional training being arranged. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, diabetic ketoacidosis, or need for medical intervention. Outcomes included temporary impairment with self-management using oral glucose tablets and snacks and no hospitalization. Investigation included review of device-reported data and user reports. Investigation of this case revealed that recurrent, potentially unnecessary meal announcements likely interfered with adaptive insulin dosing, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that user-related factors and therapy use pattern contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.